Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No investigation has been possible. The user facility canceled the service order. No inspection was made or will be made by our field service engineer. Information of how the issue was resolved or whether any parts were replaced was not provided despite our attempt to obtain it. Therefore the reason why the ventilator failed the internal leakage test during pre-use check has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref.#: (B)(4).